Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06175. It was reported that burr became stuck on the rotawire. A 1.75mm rotalink¿ plus and a rotawire¿ were selected for use. During the procedure, it was noted that wire got stuck and would not exit the rotalink device. The procedure was completed with another of same device. No patient complications were reported.